Manufacturer narrative:
Corrected data: date received by manufacturer ; "02/13/2017" this information was inadvertently reported incorrectly on mfg. Report #0.

Event description:
It was reported that the patient had recently fallen and sustained a deep contusion to her upper left chest. After the fall the patient was feeling erratic and painful stimulation. She was also experiencing an increase in seizures. It was noted that the patient's mother had passed away recently and the patient was under a lot of stress. Based on the symptoms the physician was concerned that the vns may have been damaged during the fall. Therefore the patient was referred for a generator replacement. At the replacement surgery diagnostic testing was performed preoperatively which found that the vns was functioning normally. The generator was then replaced and the explanted generator was discarded following the surgery. Therefore product return and subsequent analysis will not be completed. No additional relevant information has been received to date.